Manufacturer narrative:
Image review: a limited amount of echocardiogram clips was provided for review. Initial screening report predicted a 6 millimeter (mm) landing zone beginning 20 mm below the roof of the bifurcation with rows 5 and 6 below the annular level. What is referred to as an ¿annular implant.¿ based on review of the provided echocardiogram images the device is implanted much higher, with the entire device distal to the annular plane. Echocardiogram imaging identifies visible gap in apposition on the inflow portion of the device. The distal frame is not as well seen and sweeps are not displayed showing paravalvular leak (pvl) course. One distal gap and pvl jet is noted. Based on imaging provided there is a significant amount of pvl with multiple jets noted at the inflow portion of the device. This is consistent with the sites description of moderate pvl. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the dislodge was confirmed visually as it was seen to dislodge distally upon release of the delivery catheter system (dcs). The valve was approximately implanted in the target implant zone, however may have been 1-3 millimeter (mm) distal to the target implant zone.

Manufacturer narrative:
Continuation of d10:  product ID harmony-dcs (unknown serial/lot); product type: 0195-heart valves. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a non-medtronic (lunderquist) guid ewire was placed in the distal right pulmonary artery (rpa). An angiogram was performed, and the annular plane was identified. It was decided to deploy struts 5-6 below the annulus. The delivery catheter system (dcs) was advanced to the rpa and the valve was married. Row 1 was deployed in the rpa and dragged back into the bifurcation. Rows 2-3 were deployed. The valve was then dragged back into a position where the coil was sitting below the annulus. When all 6 rows were deployed, the valve shortened and row 6 was at the annular level. The operator dragged the entire frame down but rows 5-6 were caught on the patients left side of the annulus preventing optimal placement. Several maneuvers were attempted to free the valve from the annulus but were unsuccessful. The decision was made to release the valve under tension. Upon release of the valve, the valve dislodged distally, approximately 1.5 centimeters. There was little opposition from rows 1-2 but it was believed rows 5-6 were locked in place. 1 day following implant of the valve, the valve migrated and moderate paravalvular leak (pvl) was observed. The valve did not appear stable. The patient was unharmed and feeling good. Ultimately, the decision was made to schedule the patient for an explant of the medtronic transcatheter valve and implant a surgical valve. It was noted that pre-implant dilation was not performed, and per the physician, the patient¿s anatomy was very large and dynamic, which contributed to the event. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h2 h3 h6 product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in a specimen jar fully submerged in red unknown solution. The valve was discolored showing evidence of blood contact. All leaflets were in a closed position with a gap between leaflets 1 and 2. All leaflets were flexible and intact. No tears or damages were observed on the inflow or outflow of leaflets 1, 2, and 3. Commissure 3-1, commissure 1-2 and commissure 2-3 were intact. Small amounts of thrombotic host material were noted on the nadir of l1 and l3. No damages were found on the fabric or sutures. Small scratches were noted on strut 4 and strut 5 of the frame. No other damages were observed on the frame. Radiography shows no evidence of calcification on the valve. Radiography shows no evidence of frame fractures. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve dislodgement/ migration is listed as a potential adverse effect in the instructions for use (IFU) as well as predicted in the failure modes, effects, and criticality analysis (fmeca). Based on review of the provided echocardiogram images, the device is implanted much higher, with the entire device distal to the annular plane. Echo imaging identifies visible gap in apposition on the inflow portion of the device. Additionally, per the physician, the patient¿s anatomy was very large and dynamic, which contributed to the event. However, a conclusive cause could not be determined from the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The report of paravalvular leak (pvl) resulting after the valve movement is also listed in the IFU. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. It is likely the patient¿s anatomy and valve dislodgement/migration cont ributed to the pvl. However, a conclusive cause could not be determined from the limited information available. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Third paragraph added d6b. Device explant date added d9. Device return updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a non-medtronic (lunderquist) guide wire was placed in the distal right pulmonary artery (rpa). An angiogram was performed, and the annular plane was identified. It was decided to deploy struts 5-6 below the annulus. The delivery catheter system (dcs) was advanced to the rpa and the valve was married. Row 1 was deployed in the rpa and dragged back into the bifurcation. Rows 2-3 were deployed. The valve was then dragged back into a position where the coil was sitting below the annulus. When all 6 rows were deployed, the valve shortened and row 6 was at the annular level. The operator dragged the entire frame down but rows 5-6 were caught on the patients left side of the annulus preventing optimal placement. Several maneuvers were attempted to free the valve from the annulus but were unsuccessful. The decision was made to release the valve under tension. Upon release of the valve, the valve dislodged distally, approximately 1.5 centimeters. There was little opposition from rows 1-2 but it was believed rows 5-6 were locked in place. 1 day following implant of the valve, the valve migrated and moderate paravalvular leak (pvl) was observed. The valve did not appear stable. The patient was unharmed and feeling good. Ultimately, the decision was made to schedule the patient for an explant of the medtronic transcatheter valve and implant a surgical valve. It was noted that pre-implant dilation was not performed, and per the physician, the patient¿s anatomy was very large and dynamic, which contributed to the event. No additional adverse patient effects were reported. Additional information was received that the dislodge was confirmed visually as it was seen to dislodge distally upon release of the delivery catheter system (dcs). The valve was approximately implanted in the target implant zone, however may have been 1-3 millimeter (mm) distal to the target implant zone. Additional information was received that the valve was explanted two days following implant.